Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please clarify what was meant by, ¿stapler didn¿t function as intended¿? That the device did not work the way it should. Was it not possible to fire the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete washer transection confirmed? Unknown. Were there any staple formation issues identified? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿stapler didn¿t function as intended¿? Was it not possible to fire the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic anterior resection, during the procedure the stapler didn¿t function as intended. They opened a new cdh29a.